Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿discomfort at ipg site¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
Related manufacturer report number: 3006705815-2024-01603, 3006705815-2024-01604. It was reported that the patient experienced pain at the ipg site as the patient is very thin. It was also reported that both leads had impedances. As a result, surgical intervention may be undertaken at a later date to address the issue.